Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not able to push the insulin out of the needle and into the cartridge. The needle was changed out and the insulin was able to exit the needle. Blood glucose was not reported to have been impacted.